Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased while using a ventilator. The reporter of the event alleges the device temporarily stopped delivering flow. The patient was manually ventilated and placed on another device without incident. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a patient's blood oxygen saturation decreased while using a ventilator. The reporter of the event alleges the device temporarily stopped delivering flow. The patient was manually ventilated and placed on another device without incident. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed.